Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product examination found that there was a small piece of particulate inside the sealed sterile packaging. This complaint is confirmed. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿particulate¿ between (B)(6) 2017 to (B)(6) 2018 resulted in (B)(4) complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿particulate¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 1. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present on this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the hip kit was found loose particulate (foreign substance) no adverse events were reported as a result of this malfunction.